Manufacturer narrative:
The data key and tubing attached to the hct cuvette were returned for evaluation. Review of the data key confirmed the occurrence of blood pump error alarms during the treatment. The piece of tubing with the cuvette attached was pressure tested, resulting in a leak coming from the bond joint between the end of the cuvette and the tubing. The root cause of the leak was most likely manufacturing operator error during the tube bonding process. A quality notice was issued to reinforce the production process. Also manufacturing operators were retrained. This investigation is now complete. (B)(4).

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot e732 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of e732 for the reported issue shows no trends. Trends were reviewed for complaint categories tubing leak and blood pump error alarm. No trends were detected for each complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned kit is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4)

Event description:
Customer called to report a blood pump error during treatment procedure. Customer observed a fluid leak that was coming from the tubing at the hematocrit sensor. Customer aborted the procedure and did not return blood/products to the patient. The customer has returned the kit for investigation.